Event description:
It was reported that the patient failed to recharge the ipg for more than a year. Reportedly, ipg was unable to communicate with the external devices and deemed inoperable. Surgical intervention was undertaken on (B)(6) 2019, wherein the ipg was explanted and replaced. Therapy was restored post-operatively.

Manufacturer narrative:
The results and the conclusion codes were inadvertently reported incorrectly in the initial report. The correct codes and listed in the additional report-1.